Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was identified as tissue glue that was clogged in the suction channel during previous reprocessing. Additionally, clotting protein was adhered to the distal sheath due to the user not having completed reprocessing in accordance with the instructions for use (IFU) due to the clog. Therefore, the definitive root cause of the clogging could not be determined. The event can be detected/prevented by following the IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the suction switch was stuck in the suction port, which could not be removed; the bending cover was tension, slack, scratched, and deteriorated; the switch 1 was damaged with leakage; the instrument channel tube port was worn; the angles were insufficient; due to clogging of suction cylinder, suction valve cannot be detached; forceps channel port was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had sucked foreign body into suction tube. The tissue glue was clogged in the suction tube. The issue was found during reprocessing before a diagnostic enteroscope procedure. Patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.